Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was overfill. The hypothermia patient was warming for 2 hours in the arctic sun device. Nurse reported that the patient temperature had dropped to 32.6c instead of rising. Nurse stated that there was good pad coverage, no medications was given recently, bair hugger were in place, water temperature was 33c and flow rate was 3.9lpm. Device read to rewarm from 33.5c at 0.25c/hr to 37c. Mss asked the nurse to send a screenshot and it showed that when cooling was completed, they stopped the device and the water temperature dropped. Nurse stated that the water temperature was consistent about 33c-33.5c even when the patient temperature dropped, and system diagnostics showed reservoir level was 5. Mss walked nurse through draining 500 mls of water from the right drain port and water temperature started to rise. Nurse wanted to check rewarm settings as they thought rewarming should have begun automatically. The device settings showed rewarming began manually. Mss explained that these settings are chosen per protocol but can be changed once therapy was complete. At the end of the call the water temperature was 37.7c. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device was in use on a patient. A DHR is not required as review of the shr has determined that this is not an out-of-box failure. The instructions for use were found adequate and state the following: "approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." The device was not returned.

Event description:
It was reported that the hypothermia patient was warming for 2 hours in the arctic sun device. Nurse reported that the patient temperature had dropped to 32.6c instead of rising. Nurse stated that there was good pad coverage, no medications was given recently, bair hugger were in place, water temperature was 33c and flow rate was 3.9lpm. Device read to rewarm from 33.5c at 0.25c/hr to 37c. Mss asked the nurse to send a screenshot and it showed that when cooling was completed, they stopped the device and the water temperature dropped. Nurse stated that the water temperature was consistent about 33c-33.5c even when the patient temperature dropped, and system diagnostics showed reservoir level was 5. Mss walked nurse through draining 500 mls of water from the right drain port and water temperature started to rise. Nurse wanted to check rewarm settings as they thought rewarming should have begun automatically. The device settings showed rewarming began manually. Mss explained that these settings were chosen per protocol but could be changed once therapy was complete. At the end of the call the water temperature was 37.7c.

Event description:
It was reported that the hypothermia patient was warming for 2 hours in the arctic sun device. Nurse reported that the patient temperature had dropped to 32.6c instead of rising. Nurse stated that there was good pad coverage, no medications was given recently, bair hugger were in place, water temperature was 33c and flow rate was 3.9lpm. Device read to rewarm from 33.5c at 0.25c/hr to 37c. Mss asked the nurse to send a screenshot and it showed that when cooling was completed, they stopped the device and the water temperature dropped. Nurse stated that the water temperature was consistent about 33c-33.5c even when the patient temperature dropped, and system diagnostics showed reservoir level was 5. Mss walked nurse through draining 500 mls of water from the right drain port and water temperature started to rise. Nurse wanted to check rewarm settings as they thought rewarming should have begun automatically. The device settings showed rewarming began manually. Mss explained that these settings were chosen per protocol but could be changed once therapy was complete. At the end of the call the water temperature was 37.7c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.